Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6)2023 to (B)(6)2024 of 41-59 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. The customer also reported that they had a seizure and woke up at 3 a.m. In a ¿pool of sweat¿ because of the low bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned